Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and morphine via an implanted pump. The indication for pump use was familial spastic paraparesis and intractable spasticity. On 17-nov-2016 it was reported that in 2011 the catheter ¿came out and it was not working¿. The pump was taken out and re-positioned. The patient was not sure if the pump was replaced or if it was just re-positioned with the same pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.